Event description:
It was reported that the surgeon re-engaged the screwdriver to the in-situ pedicle screw and the tip of the driver broke off in the head of the pedicle screw. Surgeon removed pedicle screw with vice grips and then was able to retrieve the screwdriver tip. We had a second driver available for the surgeon to re-implanted screw.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported event is an over-torqueing of the screwdriver during screw adjustment, leading to an overload fracture. Conclusion: the customer reported event of a trio pedicular screwdriver tip fracture intra-op was confirmed by correspondence with the sales rep and inspection of the device. The returned device was sent for a material analysis, which determined that the device failed through bidirectional bending and torsional overload. Correspondence reveals that the event occurred as the surgeon was adjusting the height of the screw. The hardness of the hex tip was also measured and found to meet stryker specifications. Material lot inspection found that all devices met stryker specifications. The event resulted in a 10 minute delay.

Event description:
It was reported that the surgeon re-engaged the screwdriver to the in-situ pedicle screw and the tip of the driver broke off in the head of the pedicle screw. Surgeon removed pedicle screw with vice grips and then was able to retrieve the screwdriver tip. We had a second driver available for the surgeon to re-implanted screw.